Manufacturer narrative:
Patient age received and added to this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, due to the presence of the delivery catheter system (dcs) in this anatomy, a dissection occurred in the common iliac external artery. A stent was placed and no further adverse patient effects were reported. It was reported there was no problem with the system and no user error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.